Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed that there is no repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. Considering the year of manufacture of the equipment, the possibility of reported adhesive peeling due to aging deterioration is low in this case, so external force such as strong rubbing against the relevant part was applied during normal use including reprocessing can be potential causes of the reported issue. As stated on the IFU (instructions for use manual) and as a preventative measure the IFU states, inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The forceps cover glue was found peeled due to stress/impact. Additionally, the reported leak coming from internal distal end was confirmed as the instrument channel was inspected with thin diameter borescope and found the internal channel wall has a cut, the bending section cover adhesive is cracked,the elevator inlet is loose, fluid invasion was observed inside control body and the control knob has "play"/loose. Scope repaired and returned to customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer scope was returned due to a report of a leak coming from internal distal end of the scope that was first observed during reprocessing. However, upon inspection and testing, the scope was found to have peeled adhesive from the distal end forceps cover. No patient involvement or harm was reported.